Event description:
Patient reported "implant is placed backwards", "discomfort and pain", "occasionally it feels hot from the inside but the breast in not hot to the touch". Patient later reported right side nerve pain, shooting pain in right side armpit going down arm, right side implant has flipped via ultrasound. Healthcare professional later reported possible deflation (rupture) against unknown side for a gel device. This represents the right side record. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: unknown "issues", "implant is placed backwards", "discomfort and pain", and "possible deflation" of a gel device.

Event description:
Healthcare professional later reported no rupture. Un-reporting rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6